Event description:
The user facility in thailand reported the cutter stopped working when set above 3000 cpm; however, the cutter works fine when set below 3000cpm. No patient impact reported.

Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.